Manufacturer narrative:
(B)(4). The customer report of a broken spike on the transfer set was confirmed during evaluation. The set was visually inspected with and a broken spike was observed. The spike was completely broken off near the base. No other manufacturing abnormalities were noted during visual inspection. Pressure test of the sample found no leaks. A batch review could not be done since the lot number was unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.the sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported the spike on the transfer set broke after connecting to the y set. The hospital staff thought that the spike broke because the transfer set had been used for 300 days. Baxter (B)(4) asks that all customers change the uv transfer set every 120 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.